Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home. The cause of death was unknown. Further review of the manufacturer¿s database indicated the patient died approximately six months post ipg implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. (B)(4) implantable pacing lead implanted: (B)(6) 2000; (B)(4) competitor implantable pacing lead implanted (B)(6) 2005.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.